Manufacturer narrative:
(B)(4). Laywer-filed report

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced bowel problems, emotional distress and a product problem. It was also reported that the plaintiff experienced bleeding, painful vulvar mass, urgency, slow stream, dribbling, recurrence, mixed urinary incontinence, incomplete emptying, leaking, and vulvar abscess. Furthermore, it was reported that the plaintiff died. The cause of death reported were massive stroke, atrial fibrillation, and congestive heart failure.